Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was blurred and cloudy caused by a component failure of the internal lens and the light guide connector were burned caused by a component failure of the light guide fibers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited the internal lens of the insertion tube was broken and the light guide connector were burned. There was no patient involvement.